Event description:
During an onsite visit, a baxter field service technician serviced a colleague infusion pump for a damaged battery. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This complaint for problem code connection issue was from a caregiver (cg) who had difficulty connecting the solution bag. The hp explained that he was mistakenly using the cassette with spike on a luer lock solution bag, and that is why he was having trouble connecting . No injury or medical intervention was reported. Root cause was determined to be user error due to the caregiver using incorrect supplies. A batch review was not performed since the lot number was unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) requesting assistance with connecting the bags during setup on the homechoice machine. The home patient (hp) reported that the spike would not go into the bag port. The technical service representative suggested starting with new supplies and to call with any questions. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the difficulty to connect to the bag, the hp explained that he was mistakenly using the cassette with spike on a luer lock solution bag, and that is why he was having trouble connecting. The hp stated that everything is fine and he is continuing therapy. The hp did not have any injury or harm as a result of this incident. The hp also confirmed that there were no defects on the supplies. The hp did not know the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.